Manufacturer narrative:
Summary: involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1801286). The three unused protaper gold shaping files s2 21mm were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that protaper gold s2 21mm ster broke during use. The broken parts remain in the root canal. It is reported that at this time no treatment but further treatment may be required if patient experiences any pain at some point; root tip resection might be necessary if needed.